Manufacturer narrative:
(B)(4). Jaw and cam. The device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar; however, this finding is not related with the incident reported. Although, no testing could be performed to evaluate the reported opening issues, an investigation has been initiated to address the potential root cause of this issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the device clamped down on tissue and would not open. It is unknown how the device was removed from the tissue. Unknown how the case was completed. There was no patient consequence.